Event description:
Customer contacted haemonetics (B)(6) 2008 to report their orthopat machine would not turn on. No injuries were reported with the machine.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2008 to report their orthopat machine would not turn on. No injuries were reported with the machine. Evaluation confirmed the reported problem. The issue was caused by a saline spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). (B)(4).